Manufacturer narrative:
Event date is estimated. The event of ipg eri was reported to abbott. The ipg became inoperable. The abbott ipg was explanted and replaced with a competitor device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted and replaced with a competitor brand ipg(medtronic).